Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 2.75 x 18 mm xience v stent was deployed in the 1st diagonal branch. There were no patient or product issues noted at the time of the procedure. However, at approximately 35 days later, the patient returned to the hospital with chest pain. The chest pain was non-exertional, non-radiating left-sided chest pressure which occurred for one week duration that progressively worsened and subsequently brought the patient to the hospital at about one week later, with mild shortness of breath (sob). The patient had unstable angina class ii and was treated with medication. Additionally, the patient had restenosis of the target lesion and was treated with percutaneous transluminal coronary intervention (ptci). No additional event or patient information is available.